Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via e mail that low blood glucose was experienced and hospitalization was required. Customer does not recall any significant events leading to the error but indicated that he may have forgotten to calibrate and may not have felt the vibration of the pump alerting him to the low blood glucose. Customer's blood glucose was 40 mg/dl at the time of incident and 35 mg/dl at the time of the hospital visit. The customer's blood glucose was 40 mg/dl at the time of the phone call. Troubleshooting was done for low blood glucose and found that the pump passed the displacement test and appeared to be working as designed. The customer was advised to follow up with his doctor regarding the low blood glucose and call back if issues persist.